Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Therefore, it is not considered to be a problem in product specifications. The osferion bone void filler package insert states in the following section: adverse events. Fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws and implanted this product (bone void filler). About seven months after the surgery, the surgeon noticed the redness of the skin surrounding the surgical wound which was accompanied by oozing of exudate. The surgeon also observed eczema at the site. According to the surgeon, the eczema had characteristics of dermatitis. The surgeon carried out a bacterial culture test and a blood test for the patient. The bacterial culture test was negative. The blood test showed that crp was negative and the level of eosinophils was normal. About two months later, the surgeon carried out hardware removal surgery and removed the bone plate and bone screws. After the hardware removal surgery, the above-mentioned skin symptoms were eliminated.